Manufacturer narrative:
Findings: reliability analysis inspected one used sensor and performed visual inspection and found cannula broken with broken part missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
A customer reported via phone call indicating sensor falls off while working out. The patient's blood glucose was unknown at the time of the call. The customer states that the sensor pops off while doing crunches. The customer was offered to be sent samples of different tapes to resolve the issue. The customer was advised to monitor the issue.